Manufacturer narrative:
Although requested, the AED nor the battery pack have been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their battery pack will not stay latched in their AED. They reported this did not occur during patient use.